Event description:
During a ptca procedure, the balloon was inflated to 20 atm (rbp=14 atm) and would not deflate. A syringe was used to deflate the balloon enough to remove. No pt injuries or complications occurred.